Event description:
It was reported that the incorrect line voltage alarm on the 9800 system will activate when the system is plugged in. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the power controller pcb and interconnect cable. The system was tested and found to be working as intended and placed back into service.